Manufacturer narrative:
Literature citation: yoshikazu nakayama, et al. "Postoperative complications in balloon kyphoplasty". Age: 77.5 years. 6 males; 22 females. (B)(4). Location : hospital. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in an abstract that a total of 28 patients (33 vertebral bodies) underwent bkp over a 16 month period to treat osteoporotic vertebral compression fractures. CT images revealed posterior vertebral wall injury in 28 patients (84.8%).the average disease duration was 4.8 months and the average postoperative observation period was 6.4 months. All patients had teriparatide treatment from perioperative period, and they wore semi-hard corset for 3 months postoperatively. It was reported in the abstract that "cement leakage was found in 22 levels (66.7%), but they were all asymptomatic." No other information was provided. The type of cement used was not specified in the abstract.